Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line?

Event description:
It was reported: procedure: unknown. Stapler was setup intra-operatively upon request by the surgeons. Upon firing the stapler onto the colon, doctor spotted some staples jutting out from the reload housing at the proximal end. Doctor requested to change out a new reload. Surgery continued on. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2021. Additional information received: surgeon spotted the staple jutted out from the reload just as they were about to fire the stapler. They did not fire the stapler and requested the scrub to change a new reload before firing. Clarifying if the stapler did indeed fire. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H11: corrected data = h1: not reportable.